Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in an adult female patient who had essure (batch no. A45114, a57109) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, ear pain, stomach pain, right upper quadrant pain, primary insomnia, haemorrhagic ovarian cyst, memory loss and general anesthesia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 and norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as acetazolamide from (B)(6) 2014 to (B)(6) 2017, benzonatate from (B)(6) 2015 to (B)(6) 2017, nsaids, ondansetron from (B)(6) 2014 to (B)(6) 2017, paracetamol (acetaminophen) from 2007 to 2008, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2018 and zolpidem from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, dyspareunia, mood swings, female sexual dysfunction, depression, anxiety, migraine, fatigue and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in hsg test : hsg results were provided in the previous version, while the current version states that "plaintiff did not undergo confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs received : lot number, concomitant medication, concurrent conditions were added. Events: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and weight loss were added. Previously reported event of physical pain / pain was updated to physical pain / pain / pelvic area. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in an adult female patient who had essure (batch no. A45114,a57109) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, ear pain, stomach pain, right upper quadrant pain, primary insomnia, haemorrhagic ovarian cyst, memory loss and general anesthesia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 and norethisterone (micronor) from (B)(6) 2013 for contraception as well as acetazolamide from (B)(6) 2014 to (B)(6) 2017, benzonatate from (B)(6) 2015 to (B)(6) 2017, nsaids, ondansetron from (B)(6) 2014 to (B)(6) 2017, paracetamol (acetaminophen) from 2007 to 2008, salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015, zolpidem tartrate (ambien) from (B)(6) 2016 to (B)(6) 2018 and zolpidem from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, dyspareunia, mood swings, female sexual dysfunction, depression, anxiety, migraine, fatigue and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in hsg test : hsg results were provided in the previous version, while the current version states that "plaintiff did not undergo confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:a45114, manufacture date:2012-08, expiration date:2015-08. Lot number:a57109, manufacture date:2012-09, expiration date:2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A45114,a57109) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, ear pain, stomach pain, right upper quadrant pain, primary insomnia, haemorrhagic ovarian cyst, memory loss and general anesthesia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2013 to (B)(6)2013 and norethisterone (micronor) from (B)(6)2013 to (B)(6)2013 for contraception as well as acetazolamide from (B)(6)2014 to (B)(6)2017, benzonatate from (B)(6)2015 to(B)(6)2017, nsaids, ondansetron from (B)(6)2014 to (B)(6)2017, paracetamol (acetaminophen) from (B)(6) to (B)(6), salbutamol (albuterol hfa) from (B)(6)2013 to (B)(6)2015, zolpidem tartrate (ambien) from (B)(6)2016 to (B)(6)2018 and zolpidem from (B)(6)2016 to (B)(6)2017. On(B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced anaemia ("anemia"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), psychological trauma ("psych injury related to essure") and hypersensitivity ("allergy (other)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, nausea and hypersensitivity had resolved and the dyspareunia, mood swings, female sexual dysfunction, depression, anxiety, migraine, fatigue, weight decreased, anaemia, genital haemorrhage, alopecia and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in hsg test : hsg results were provided in the previous version, while the current version states that "plaintiff did not undergo confirmation test". Discrepancy noted in this follow-up the explant date is 28nov2018 , but in the previous follow-up the explant date was 21nov2018 she had received treatment for pain,bleeding,psychiatric disorder and other injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:a45114 manufacture date:2012-08 expiration date:2015-08 lot number:a57109 manufacture date:2012-09 expiration date:2015-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received:event anaemia¿ ,¿genital haemorrhage¿ ,¿alopecia¿ ,¿psychological trauma¿ ,¿hypersensitivity' were added.outcome of events pain,bleeding,allergy added as recovered. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.